Event description:
Event description cpi received information that during an attempted implant procedure of this bipolar endocardial lead (4261) the physician noted a problem with the suture hole on the proximal ring. The physician elected not to use this lead.